Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and the distal edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.